Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 2.5mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, on initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.